Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
Type of procedure 1: anterior exposure for lumbar spine fusion at three levels, dlif at l1-l2 and l2-l3, and axial lif at l5-s1. It was reported that in (B)(6) 2009, the patient sought treatment for lower back pain that radiated down his left leg into his foot. A revision surgery of a fusion, that had previously had been performed on the patient, was recommended. The patient was informed that a screw was loose in his back that needed to be replaced. On (B)(6) 2009, the patient underwent an anterior exposure for lumbar spine fusion at three levels, dlif at l1-l2 and l2-l3, and axiallif at l5-s1. Immediately post-op, the patient's pain level increased in his back. The patient continued following up with the same surgeon and complained of the increased pain. Second surgery was recommended.